Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for unspecified bacteria during a routine surveillance culturing test by the facility. The sites of the subject device, where the bacteria were detected, had not been reported. The subject device had been disinfected using olympus automated endoscope reprocessor (aer) model etd3 (not available in the u.s.a) with peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed (B)(4) regulation for reprocessing process and the subject device was reprocessed according to the instructions of manufacturer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Following additional high-level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. The results of the additional microbiological testing were as follows: the biopsy channel tested positive for staphylococcus coagulase negative e (3cfu/100ml). The suction channel indicated no microbial growth (<1cfu/100ml). The air/water channel tested positive for staphylococcus coagulase negative (3cfu/100ml). The auxiliary channel indicated no microbial growth (<1cfu/100ml). The testing results cleared french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.